Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, we have analysis performance data collected from the device. That analysis noted low ventricular impedance/resistance values.

Event description:
It was reported the lead pacing impedances have been less than 200 ohms and varied from 176 to 216 ohms. Detections had been turned off because the patient did not want to be shocked. The patient had previously been shocked for sinus tachycardia. The lead remains in use. No patient complications were reported as a result of this event.